Event description:
It was further reported that no issue was noted with the device prior to use. There were no issues noted with inflating or deflating the balloon and the balloon was noted to be fully deflated.

Manufacturer narrative:
(B)(4).

Event description:
During a stenting treatment procedure it was noted that the balloon was incorrectly assembled. The lesion being treated was located in the left anterior descending artery. The physician advanced a 12mm x 2.5mm maverick 2 monorail balloon catheter to the target lesion for inflation and it was noted that the marker position was not correct. The procedure was completed with this device. No complications were reported and the patient's status is good.

Manufacturer narrative:
Device evaluated by MFR.: a visual examination of the returned device confirmed that two radiopaque markerbands were present on the balloon. The markerband to markerband distance was consistent with a 12mm balloon. Tip damage was identified. The tip was slightly flared. This type of damage is consistent with resistance encountered during advancement. The returned device was connected to an encore inflation unit. Positive pressure was applied. The balloon was inflated to its rated burst pressure. The balloon inflated successfully. The distance was measured once again from markerband to markerband. A visual and microscopic examination observed no damage to the balloon. A microscopic examination observed no damage to the balloon. No kinks or damage were noted along the shaft of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).